Event description:
It was reported that the right atrial lead dislodged shortly after implant. After the lead was repositioned, safety pacing was noted as well as loss of capture. A chest x-ray was obtained and the lead had dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.